Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head has a cut cable. The rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head cable insulation is cut. Analysis also found the rf head failed uplink functional tests and had intermittent interrogation; rf head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.